Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for what was suspected supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.